Event description:
Medtronic received information regarding a phenom 27 microcatheter leak prior to use. It was reported that the devices were prepared and catheter was flushed as indicated in the instructions for use (IFU). After removing the distal protective sleeve and flushing, a leaking from the proximal catheter was observed. The phenom was replaced with another of the same model/lot and the procedure was completed successfully. As the issue was observed during preparation, there was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.